Event description:
Event details: I have bought multiple test kits recently online from amazon and have found out they are inaccurate. They always come back negative even with having symptoms and doing multiple test. I have two family members that went to med check and one tested positive for flu b and one flu a. When these test showed negative.

Manufacturer narrative:
1. Customer is claiming false negative for flu a and flu b because their family tested negative for both flu a and flu b using ihealth tests, then tested positive for flu a for one family member and flu b for another family member at "med check". 2.the type of test performed at "med check" was not specified, and not provide a comparison time. 3. Lot number of the test kit was not provided, unable to effectively verify and confirm customer feedback.